Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The spider 2 instructions for use warns, ¿always hold the spider2 and/or patient¿s limb while positioning the spider2.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The enclosures were damaged. A functional evaluation was performed. The device would not power up to pressurize. The fuse on the printed circuit board was checked with an ohmmeter and read as open. The complaint was confirmed and the root cause has been associated with an open circuit. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that during a rotator cuff surgery, the spider 2 tenet would not lock in place. The procedure was completed without delay and without using the device. The assisting physician held the arm in order to complete the case. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.